Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis investigations did not replicate but confirm the customer reported complaint error 319. Upon visual inspection no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system where the 23118 and 23087 error were triggered during power up. The usm was then installed onto a patient fixture test platform (pftp) where all relevant testing was passed within specification. As a result of these findings, failure analysis concluded that the fru connector pins (fcp) printed circuit assembly was found to be the potential root causes of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis.

Event description:
It was reported that after a da vinci-assisted surgical procedure that a 319 error occurred. The intuitive tech support engineer (tse) reviewed the system logs and confirmed the error occurred against universal surgical manipulator (usm) 4. The tse had the site do a hard restart of the patient side cart (psc), with no change. There were no reports of patient involvement.